Manufacturer narrative:
Results: head-end brakes not holding due to worn gill brake plate kit. Power cord had a nick in the outer sheathing. Auxiliary power cord plug had a broken ground prong. Inner blank panel modules were broken.

Event description:
It was reported by service report that the head-end brakes were not holding properly; the power cord had a nick in the outer sheathing; the auxiliary power cord plug had a broken ground prong, and the inner blank panel modules were broken. No patient involvement or adverse consequences were reported.